Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4); (B)(6).

Event description:
It was reported that the patient had a port placed 5 years ago and the port was not working properly. The patient went in for a ventricular access device study and it was revealed that the catheter broke and migrated to the right atrium. The port and catheter were removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport cv slim, w/suture plugs along with detached 8f catheter was returned for evaluation. A break was identified under the cath-lock. The cath-lock was attached at an angle. Therefore, the investigation is confirmed for catheter break at stem. The angle the catheter lock was attached to the port body suggests that the catheter-lock is the root cause of the identified complete circumferential break under the catheter lock. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry 05/2015).

Event description:
It was reported that the patient had a port placed 5 years ago and the port was not working properly. The patient went in for a ventricular access device study and it was revealed that the catheter broke and migrated to the right atrium. The port and catheter were removed. There was no reported patient injury.